Manufacturer narrative:
This case, with patient identifier (B)(4) (system 2). Is related to case with patient identifier (B)(4) (system 1).

Event description:
Customer reportedly received the following results on two different nano systems within 10 minutes: 149 mg/dl (system 1) and 85 mg/dl (system 2). No adverse event reported. Return of suspect device was requested and replacement was sent.